Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g7, h1, h2, h3, h4, h6, h10 radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a likely hollow-barrel metallic density pin likely corresponding to the juggerstitch located in the posterior joint recess. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscus repair, the tip of the inserter portion of the device fractured. This was only identified after the patient revisited the hospital due to pain. Subsequently, the patient underwent surgery to remove the fragment 4 months post implantation.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned